Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-60300, and the report of elevated lactate dehydrogenase (ldh) levels could not be conclusively determined through this evaluation. Additionally, review of the log file submitted by the account confirmed the report of elevations in pump power. A specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. Transient, slight elevations in pump power, and therefore flow, were observed between (B)(6) 2022 and (B)(6) 2022, up to approximately 2 watts above the patient's baseline. No other notable events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on hmii lvas, serial number vad-60300, and no further related events have been reported at this time. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. This section also addresses all pump parameters including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for vad-60300 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels. The patient was asymptomatic and denied dark urine. Log file review captured a few unsustained power and flow elevations on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022- (B)(6) 2022.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.